Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula or bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 49 and 71 hours on the arm. It was reported that the pod was leaking insulin during wear, leading to the patient's blood glucose level to rise. The cannula found dislodged from the infusion site. When the pod was removed, the pod's cannula looked slightly bent. As treatment, a new pod was applied.